Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the sutures of the three proglide devices failed to deploy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances and all components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.